Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer switched a sensor because he did not connect to the insulin pump when she taken it out and noticed it was folded. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.